Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported, he was experiencing high blood glucose of 568 mg/dl. Customer stated, she changed her infusion set a noon her blood glucose was 233 mg/dl, by supper it went up to 416 mg/dl, and now its 568 mg/dl. Customer did not have any symptoms. Troubleshooting was performed. Customer was advised to disconnect from the device. The drive support cap was normal. Customer disconnected at the quick release. No leaks or air bubbles noted. Manual prime was performed on the device and insulin did exit. Settings were reviewed and were correct. Customer did not have a tubing clamp; high pressure test was not performed. Customer removed infusion set from body, cannula was bent. Customer's blood glucose lowered to 503mg/dl. No further information reported.